Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no instances where time and date resets followed a power reboot. The pump was exercised for 24 hours followed by removal of the battery for six hours. A time and date reset occurred after six hours with no battery. The pump case was removed and the internal clock battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked from the case seal to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date reset) issue. The reporter alleged that the pump time was resetting at random, not associated with a battery change. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.